Manufacturer narrative:
Updated data: b1. B2. B5. H1. The original information indicated the event was a reportable malfunction. Additional information indicates that intervention was required. The event is now a reportable serious injury. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following full release of the valve, the valve dislodged following detachment of the second paddle. Additional information was received that prior to the implant of this valve, the transfemoral approach was challenging; therefore, the trans carotid approach was used. A pre-implant balloon aortic valvuloplasty (bav) was performed using a 20 millimeter (mm) non-medtronic balloon. A medtronic guidewire was used during the procedure. The deployment starting point and marker band were positioned approximately at the level of the bottom of the pigtail catheter. The direction of dislodgement was aortic. Prior to valve dislodgement, the implant depth was 0 mm on the non-coronary cusp (ncc), and approximately 5 mm on the left coronary cusp (lcc). After valve dislodgement, the implant dislodged up into the ascending aorta. Subsequently, the dislodged valve was captured with a snare, and a second transcatheter valve was implanted in an overlapping manner. There were no adverse effects as a result of the dislodge. The patient's anatomy, specifically the minimal calcification on the ncc side of the annulus, was noted as a contributing factor to the dislodgement.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number (B)(6); product type: {0195-heartvalves}; implant date {non-implantable} select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the attempted implant of a transcatheter aortic valve, following full release of the valve, the valve dislodged following detachment of the second paddle.